Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage following filling the solution. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint of leakage can be confirmed. The probable cause is due to a solvent application error. During the filling process a leak was observed between the tubing and female luer. The luer tube bond was separated and the tube and bond pocket were observed. Spotty solvent coverage was observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.